Manufacturer narrative:
According to the investigation the tracheostomy (pvc - portex tubes blue line ultra (blu)) did not return for investigation. Therefore, investigation was limited and the customer's allegation "inner cannula cracks after 3-5 days in use was" could not be confirmed. The investigation report that the affected inner cannula is a disposable device which is regularly cleaned by customer. Its lifetime depends mainly on cleaning technique and force used during cleaning. The inner cannula shall be replaced as required based on its condition (as described in IFU as10002537-002 rev. 100, instructions for use, point 7: "check the inner cannula prior to insertion/re-insertion and discard if kinked or damaged." And precautions, point 5: "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube".). To verify inner cannula durability informative testing on randomly selected inner cannula samples of each size and based on results of the testing current blu thin wall inner cannulas were found to be suitable for its function. The problem source of the reported problem is unknown.

Event description:
It was reported that the inner cannula of the tracheostomy tube cracked after 3 to 5 days of use. This product complaint was received from a home care patient. No patient injury or complications were reported in relation to this event.